Event description:
Customer reported being hospitalized for high blood glucose levels. It was reported that the cause of hospitalization per md was high blood glucose levels and pneumonia. Troubleshooting performed and pump appeared to be operating as designed, however, a tubing clamp was sent to customer in order to complete troubleshooting.